Event description:
Per biomed: the unit is left plugged in all night once the nurse unplugs the unit, from the outlet, the battery life drops. The battery displays 80% but after an hour it shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the sr8 is left plugged in all night once the nurse unplugs the unit, from the outlet, the battery life drops. The battery displays 80% but after an hour it shuts off was confirmed. The scanner was fully charged to 100% and while discharging the scanner shutoff after about forty minutes and at 84% still displaying on the battery. The root cause is the internal battery failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. The complaints for this serial number (B)(4) have been reported from one u.s. Facility.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. The complaints for this serial number ((B)(4)) have been reported from one u.s. Facility.

Event description:
Per biomed: the unit is left plugged in all night once the nurse unplugs the unit, from the outlet, the battery life drops. The battery displays 80% but after an hour it shuts off.